Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the crossbrace broke at weld on the right side where the seat rail welds to the cross tube.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Broken weld tubing at seat rail. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue. The frame tubing of the cross brace for the invacare 9000 xt wheelchair in question was broken near the weld for the seat rail. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Broken weld tubing at seat rail. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue. The frame tubing of the cross brace for the invacare 9000 xt wheelchair in question was broken near the weld for the seat rail. Provider states the crossbrace broke at weld on the right side where the seat rail welds to the cross tube.